Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel heatlhcare in (B)(4) where they were visually inspected and pressure tested for leak. Results: visual inspection revealed that the patient end connector collar on the three returned complaint expiratory limbs was cracked. For one expiratory limb, additionally, the elbow connector was found cracked. There was no visible damage noted to the tubing itself of all three returned circuits. A pressure test could only be performed for two of the three returned circuits, as for one returned circuit, the customer had cut the inspiratory and the expiratory limbs. The pressure test revealed that the two tested breathing circuits were within specification. A lot check revealed no other complaint of this nature for the provided lot number. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint breathing circuits became damaged after the products were released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that three rt266 infant dual-heated evaqua2 breathing circuits could not be reattached at the y-piece connection. During investigation, which was conducted by fisher & paykel healthcare in (B)(4), it was observed that the collar on the expiratory limb was cracked. No patient consequence was reported.